Event description:
Reporter indicated the patient was scheduled for a full revision of vns because of a suspected lead discontinuity. Follow-up with the referring physician indicates the device diagnostic testing yielded high lead impedance, indicating possible fibrosis around the nerve, lead discontinuity, or lead pin/generator connection issue. The patient underwent revision surgery, but the surgeon elected to only replace the generator. Revision surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.